Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose level of 400 mg/dl. Customer also reported that his bayer meter was not sending the blood glucose levels to the insulin pump. It was found that the customer had an option turned off, and after fixing it he was able to send the blood glucose value to the insulin pump. Nothing was replaced or returned.